Event description:
It was reported that the alarm led failed. It is unknown if the ventilator made an audible alarm. The device was reported to be in clinical use, and no patient or user harm was reported. The remote service engineer advised that the power switch overlay is the recommended repair. The service engineer replaced the power switch overlay, and the issue was resolved. Parts were not received for evaluation. Previous investigations have shown excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant, causing the reported power switch overlay failure.